Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and a failed battery test. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a stuck button alarm and no significant event leading to stuck button was observed. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was confirmed that there it is not exposed to a change in altitude. Customer also reported to have received a failed battery test. Alarm and troubleshooting was performed and completed. Customer stated that the insulin pump shut off completely and the insulin pump turned back on after the battery has been replaced. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit passed displacement test and self test. Sleep current measurement and active current measurement within specifications. All buttons functioning properly. No damage in the keypad assembly noted. The connector on the printed circuit board was inspected and properly connected. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery alarm noted during testing. Unit received with cracked retainer, minor scratched display window, pillowing keypad overlay and scratched case.